Manufacturer narrative:
To date, the device has not returned for evaluation, the root cause could not be established. Additional reporting on this event will be provided as a follow up report if more information becomes available.

Event description:
It was reported by a sale manager, "I have a new surgeon using an acumed plate and of the 9 cases she's done with us 3 have had hex head breakage. She's using silver handle and I warn her almost every case."